Event description:
A female pt underwent a diagnostic endovascular procedure in late 2008. The pt's baseline hematocrit and hemoglobin were 34.3% and 10.9 g/dl, respectively. It was documented that upon presentation to the vascular lab, the pt had a rash present in the left and right femoral groin areas. The procedure was performed from the left femoral artery through an 11cm long, 6 french procedure sheath. At the end of the procedure, the trained operator successfully deployed a mynx vascular closure device and hemostasis was achieved. The pt was discharged that same day, per hospital protocol. The following day, the pt returned to the hospital emergency department with complaints of bleeding and pain at the access site. Doppler ultrasound was performed, which detected a pseudoaneurysm (described as large, but size not reported) and a hematoma. The pt underwent successful surgical repair and received a blood transfusion (units of blood not reported). Both procedures were tolerated well and without further incident. Additional info is not available.

Manufacturer narrative:
The device was not returned for evaluation; however, the device's lot number was provided to perform a lot history review (lhr). The review of the lhr did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Based on the info provided, there is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. The most likely root cause of the reported incident is unknown. Hematoma and pseudoaneurysms are known complications with catheterization procedures, regardless of closure device use. They may also occur with manual compression.